Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction/internal fixation surgery for tibial shaft with tna. During the surgery, the connector of the insertion device and the nail was bent, so the surgeon couldn¿t insert the proximal locking screws through the insertion device. The patella couldn¿t be moved at all before making incision because the patient was young and obese (38 years old and 110kg), so the soft tissue was too strong. Because the cortex was too thick, it was hard to insert the nail, and the hammer was used to insert it even though the reaming was performed over 1.5mm. When the surgeon was checking the distal front of the nail and the front of the ankle and the orientation of the device, he noticed that the device had rotated more than 45 degrees inward. The connection also appeared to be a few millimeters off in the image intensifier. The surgeon confirmed that the connection between nail and devices was good before the surgery. The proximal locking was performed without insertion devices. The last time the device was removed, the moment the connecting screw was loosened, the device came back to the front on its own. The surgery was completed successfully within 30 minutes delay. No further information is available. This report involves one tibial nail-advanced / 10mm 330mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part #: 04.043.230s. Lot #: 88p7115. Manufacturing site: (B)(4). Release to warehouse date: 28, april 2021. Expiry date: 01, april 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.